Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 100% stenosis in the distal right coronary artery (rca). The 2.0 x 15mm rx trek was attempting to cross the lesion; however, could not cross due to stenosis and calcification. The proximal shaft of the balloon catheter was kinked. The 2.0 x 15mm balloon catheter was changed to a 1.5 x 15mm rx trek; however, the balloon ruptured during first inflation at 10 atmospheres. There was no resistance during advancement or retraction of the devices. A non-abbott balloon catheter was advanced to the lesion but did not dilate. The procedure was completed without additional treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Interaction with the lesion was the likely cause of the balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.